Event description:
"S/p b subgl infra bilumen mcghans for augmentation. C/o l side shaping changing in recent years, often painful, no h/o trauma. Pt had implants for asymmetry. Pt had MRI, initially read as + r rupture but review and radiology does not show rupture. In addition, pt c/o systemic symptoms including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, sore throats, hot flashes/sweats, headaches, tmjd, visual probs, dizzy spells, memory probs, dry mucus membranes, hair loss, oral sores, rashes, sens sun/cold (+ raynaud's)/chem, sob/cp, costochondritis, choking sens, wgt gain, gi/gu/menstrual irregularities, infertility, easy bruising, anemia, and frequent infections. Pt is otherwise healthy."